Manufacturer narrative:
Spindle weld.

Event description:
It was reported by service report that the side rail would not latch due to a broken patient right side rail spindle weld. The complainant was not aware if there was patient involvement but no adverse consequences were reported.